Event description:
Robotic stapler malfunction, did not engage completely. The stapler had to be manually from the pt's bowel tissue, the robotic part of the procedure was aborted and the procedure was completed laparoscopically. No damage was done to the bowel. Dates of use: (B)(6) 2018. Diagnosis or reason for use: robotic assisted sigmoid colectomy.